Event description:
Since early fall, the pt experienced a loss of therapeutic effect; the pt couldn't feel stimulation unless she was lying down. The pt was supposed to get pain relief for her lower back, but could only feel stimulation in her leg if the stimulation was set high. There was no known accident or incident related to the event. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).